Event description:
As reported, 2 days post op initial tsa, this 77 y/o female patient was revised due to dislocation. Liner was exchanged to a constrained liner. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - disposed at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): a390961, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6), 321-52-07 - 3.2mm drill bit sterile.

Manufacturer narrative:
(H3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been 16-dec-2023. (G6) type of report - 30-day should have been checked along with follow-up.